Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and perforation into organs, filter tilting and fracture filter struts retained in the body, becoming aware of these events approximately fifteen years and four months after the filter implantation. The patient further experienced anxiety related to the filter. Per the implant records the patient was reported to have a preoperative diagnosis of extensive deep venous thrombosis (dvt) of the left lower extremity involving the iliofemoral segment. The right groin was prepped and draped in a sterile fashion, and a single wall needle was used for right femoral venipuncture using a retrograde approach. A guidewire was passed under fluoroscopic visualization to the level of the suprarenal vena cava. An introducer and dilator were passed to the level of the l4-l5 vertebra to perform an inferior venacavogram which included the right common iliac artery. Thrombus was noted in the left common iliac vein involving the iliac bifurcation of the distal vena cava with protrusion into the vena caval lumen as a convex shadow. There was no evidence of thrombus in the right iliac vein or inferior vena cava. The infrarenal vena cava measured about 18-20mm in diameter. The trapease inferior vena cava filter was placed in the immediate infrarenal vena cava segment and deployed without complications. The patient tolerated the procedure well. According to the information received in the redacted amended patient profile form (ppf), the patient further asserts to have suffered from blood clots in the left leg and blood clots in the right lung approximately fifteen years post implant.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter had tilted, fractured and was associated with organ perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, tilt and filter fracture, approximately fifteen years and four months post implant. The patient also reported anxiety related to the filter. The patient additionally reported experiencing blood clots in the left leg and blood clots in the right lung approximately fifteen years post implant. According to the implant record the indication for the filter placement was a preoperative diagnosis of extensive deep venous thrombosis (dvt) of the left lower extremity involving the iliofemoral segment. The filter was placed via the right femoral vein and deployed in the immediate infrarenal ivc without complications. Prior to deployment an inferior venacavogram was performed and noted thrombus in the left common iliac vein involving the iliac bifurcation of the distal vena cava with protrusion into the vena caval lumen as a convex shadow. There was no evidence of thrombus in the right iliac vein or inferior vena cava. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without images or procedural films for review, the reported filter tilt, fracture and perforation could not be confirmed, nor an exact cause be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and perforation into organs, filter tilting and fracture filter struts retained in the body, becoming aware of these events approximately fifteen years and four months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter had tilted and fractured and was associated with organ perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, tilt and fracture filter struts retained in the body, approximately fifteen years and four months post implant. The patient also reported anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and organ perforation could not be confirmed, nor an exact cause be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and perforation into organs, filter tilting and fracture filter struts retained in the body, becoming aware of these events approximately fifteen years and four months after the filter implantation. The patient further experienced anxiety related to the filter. Per the implant records the patient was reported to have a preoperative diagnosis of extensive deep venous thrombosis (dvt) of the left lower extremity involving the iliofemoral segment. The right groin was prepped and draped in a sterile fashion, and a single wall needle was used for right femoral venipuncture using a retrograde approach. A guidewire was passed under fluoroscopic visualization to the level of the suprarenal vena cava. An introducer and dilator were passed to the level of the l4-l5 vertebra to perform an inferior venacavogram which included the right common iliac artery. Thrombus was noted in the left common iliac vein involving the iliac bifurcation of the distal vena cava with protrusion into the vena caval lumen as a convex shadow. There was no evidence of thrombus in the right iliac vein or inferior vena cava. The infrarenal vena cava measured about 18-20mm in diameter. The trapease inferior vena cava filter was placed in the immediate infrarenal vena cava segment and deployed without complications. The patient tolerated the procedure well. According to the information received in the redacted amended patient profile form (ppf), the patient further asserts to have suffered from blood clots in the left leg and blood clots in the right lung approximately fifteen years post implant.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with organ perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.